Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that the event occurred during a knee arthroscopy procedure. Another like device was used to complete the procedure with a unspecified little delay. The event description has been updated accordingly to reflect the additional information.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the outflow of the fms vue pump device was not working. Another like device was used to complete the procedure with an unspecified little delay. There were no patient consequences. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : the device was received and evaluated at the service center. The reported complaint that the outflow of the fms vue fluid management system was not working, was confirmed. It was found that the missing magnet on suction door was causing the reported issue. Also it was found that while powering up with 230v, the power supply failed and the fuses blew. The service of the device was however declined and was placed into long-term hold as it was not needed for the equipment exchange pool use. Given the information provided, we cannot discern a definitive root cause of the defective power supply. The defective power supply would have caused the fuses to blow. The missing magnet can be attributed to user mishandling of the device. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/29/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No additional information was provided.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the outflow of the fms vue pump device was not working. It was not reported if there was another like device to complete the procedure or any delays. There were no patient consequences. No additional information was provided.